Manufacturer narrative:
(B)(4). This is a report of a patient who re-used supplies during peritoneal dialysis therapy and later developed peritonitis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient reused equipment when performing peritoneal dialysis (pd) therapy, which resulted in the development of peritonitis. The patient did not require hospitalization for the event. The patient was treated with an intraperitoneal (ip) vancotroy injection (2g, stat) and ip gentamycin (20mg once daily for 21 days) for the event. At the time of this report, it was unknown if the patient had recovered from the peritonitis. Action taken with pd therapy was not reported. Additional information was requested but is not available.